Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported that her insulin pump was not functioning properly. The customer stated that her glucose level is high. The customer stated that after she bolused, her glucose level went even higher. The blood glucose reading at time of call was 538mg/dl. Troubleshooting was performed. Reviewed the programming on the insulin pump and found that only one bolus was recorded in the bolus history. Advised the customer that her insulin pump should be replaced. No further info was provided.